Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient had a sudden loss of therapy. Patient reported that his device turned off by itself. He said two nights ago he had to get up 5 times to go pee which happens very rarely since having had the stimulator implanted, but yesterday when he went to check it his ¿right ball went crazy I couldn't get it to turn off but finally I did"; pain in right testicle. Patient wanted to know if the stimulation would cause testicular cancer. Patient was asked if he thinks he could possibly have inadvertently turned stim off at some point, and while "messing with the controller yesterday", that he could have then abruptly turned stimulation on. Patient says this could be a possibility, and that he hasn't been around any emi or had any falls. During the call, patient was able to synchronize and it showed stimulation was on at 3.30 volts and said "it¿s working properly now". The basic usage of the patient programmer was reviewed with the patient, and he was advised to avoid abruptly turning stim on and off. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported that they had not had symptoms relief since implant on (B)(6) 2017. Patient also mentioned that they trained to increase stimulation but felt uncomfortable on their right ball and turn it back down. Patient was changed to program 4 at 1.75 and stated they were comfortable. No further complications were noted or anticipated